Manufacturer narrative:
Concomitant medical devices:: product ID: 8731sc, product type: catheter. (B)(4).

Event description:
A healthcare professional (hcp) via a manufacturer representative (rep) reported during a spinal tumor removal procedure, the hcp cut the tip of the catheter because it was inside the tumor mass. The rest of the catheter remained implanted and in service. The patient also received antibiotics because pus was found near the tumor mass. The pump was used to deliver morphine (concentration = 40 mg/ml, dose = 14 mg/ml) for an unknown indication. There were no issues with the catheter reported. The issue was reported as resolved.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was reported by the company representative (rep). The rep noted that medical records/hospital discharge summaries and clinic records for the two reported events, were not applicable. A full histopathology report of the spinal tumor that was removed from the patient, was also not applicable. The culture of the tumor/infectious material confirmed that it was not a tumor mass. The patient symptoms associated with the events were pain and less therapeutic effect. The patient management and treatments, before the mass removal were not applicable; "after, new implant idd". The physician assessment confirmed that the mass removed was an inflammatory mass. The patient was reportedly feeling fine.

Manufacturer narrative:
(B)(4).